Event description:
It was reported that during an infusion of an unspecified sedative, the ¿channel failed¿. The infusion was stopped and moved to another channel. There was no adverse event. Per the customer, no further information is available.

Manufacturer narrative:
The customer¿s stated issue of channel error was confirmed. Physical inspection of the device noted mechanism assembly was found to be dislodged from the motor cleat and the motor bracket was cracked. There were no observations of fluid ingress in the msiii case. There was no contamination observed on the electronic or mechanical components. There is an impact mark on the top right rear corner of the battery. There are slight cracks observed at the front top edge of the front cover. Analysis of the event log shows there were four (4) - 275 error codes recorded for ¿pump does not home¿, between (B)(6) ¿2002¿ at 07:02 pm and (B)(6) ¿2002¿ at 3:08 am. There were no records found to have occurred on the customers stated time of (B)(6) 2020 or ¿2002¿ as recorded in the device logs. The last time pump c was used was on (B)(6) ¿2002¿ at 3:22am where the cassette was removed from pump c. It is suspected that year for the msiii was incorrectly programmed. It is believed that these events took place between (B)(6) 2020 and (B)(6) 2020. This was confirmed when clearing the vi on the device, the screen showed the year for the date cleared as 2002. Functional testing consisting of infusion testing found the msiii operating out of specification. Pump c was not functioning, and showed service was required. As received, error code 275 ¿pump does not home¿ was found on pump c. Once opened, it was found that the motor was misaligned which caused the pressure transducer to become unplugged and the drive belt to become unseated. Pump c had a cracked motor mounting bracket where the motor cleats failed. As a result of these issues, pump c was now unable to drive the pumping mechanism. The damaged pump c motor assembly was replaced with a known good assembly. However, during calibration the device would not pass fluid side occlusion testing. The device was disassembled again, and the shaft was found to be binding. The pump shaft was removed, cleaned, and lubricated and the device was reassembled. The msiii was now able to be calibrated and passed all calibration testing. All channels on the msiii were programmed to infuse at a rate of 125 ml/h, the device was stopped after more than 100 hours of error free operation. The infusion completed without any alarms occurring. The proximate cause of the customer¿s report is believed to be due to a binding pump shaft on pump c and a broken motor mount in pump c which caused error code 275 ¿pump does not home¿. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 03/19/2003. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/12/2020 and indicated that this device has been previously returned 13 times for service since (B)(6) 2004. (B)(6) 2005 ¿ channel c requires service. (B)(6) 2006 ¿ broken display. (B)(6) 2007 ¿ error 29. (B)(6) 2008 ¿ multi channel failure. (B)(6) 2010 ¿ seems to have a short circuit. (B)(6) 2010 ¿ screen is too dark to read. (B)(6) 2011 ¿ locking mechanism for the handle moving. (B)(6) 2011 ¿ contrast is too dark at brightest point. (B)(6) 2012 ¿ contrast is too dark at brightest point. (B)(6) 2015 ¿ channel a not working. (B)(6) 2017 ¿ faulty channel a. (B)(6) 2018 ¿ unknown. (B)(6) 2020 ¿ all channel.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that during an infusion of an unspecified sedative, the ¿channel failed¿. The infusion was stopped and moved to another channel. There was no adverse event. Per the customer, no further information is available.